Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 29mg/dl. Low bg cause was not known. Customer attempted to address their low bg by consuming glucose tablets. Reportedly, customer lost consciousness. Paramedics were called and customer was treated with 3 dextrose tubes¿to address bg.¿recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.